Event description:
I feel like the implants are making me sick and have been for quite sometime. I have many symptoms i.e. Severe fatigue, memory issues, numbness in my extremities, ms symptoms, told by a few dr¿s I might have; night sweats, gi disturbances, muscle cramps, arthritis, arthritis, hair loss, hair loss, to name a few. FDA safety report ID # (B)(4).